Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received device was at elective replacement indicator (eri). Longevity analysis found the battery depletion to be premature. The cause of rapid battery depletion was found to be due to high current draw in the hybrid. The cause of the high current draw could not be determined.

Event description:
This report is to advise of an event observed during analysis.